Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, supported by a photo, and a replacement was arranged; the device was noted as no longer water resistant and its functionality was in question, with instructions provided to back up data, sync to the mobile app, and return the original unit. Symptoms included no impact to blood glucose. Outcomes included continued therapy management with backup therapy recommended due to potential device functionality concerns. Investigation included customer interview, photo review, and remote data review. Investigation of this device revealed physical damage to the display component consistent with external impact, with no device-generated alerts or alarms and no adverse clinical effects reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.